Event description:
Literature nigro l., tarantino, r., donnarumma, p., santoro, a., & delfini, r. (2017). C5 palsy after insertion of a winged expandable cervical cage: a case report and literature review. Journal of spine surgery. Study reported case study in which pt was implanted with addplus device for three-level anterior cervical corpectomy and fusion resulting in c5 palsy. "We suppose that the preexisting foraminal stenosis, wide anterior decompression and partial improvement of cervical alignment were all factors contributing to the palsy."